Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on auxiliary water channel flow. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event won't capture any picture due to cut on switches, not functioning and found red wire from solder was detached from fpc (flexible printed circuit) board. Also, for white residue on auxiliary water channel flow, cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope would not capture any picture at an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.